Event description:
Event description cpi received information that an invasive procedure was performed on the patient of this implantable cardioverter defibrillator (ICD) system due to oversensing. Upon examination an acute lead fracture was noted. The generator was replaced electively and the lead was capped and abandoned.